Manufacturer narrative:
Evaluated one opened and used reservoir. Inspected reservoir's o-rings or stopper groove for anomalies, none were found. Ran basal, bolus leaking test: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into paradigm insulin pump. Conclusion: reservoir do not leak (did not continue dripping insulin after test). (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 120 mg/dl at the time of the call. The customer was given gel, food, and intravenous fluids to treat. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was completed and the customer believes the pump was over delivering. The insulin pump will be returned for analysis.